Event description:
It was reported that the patient experienced lead migration. As a result, surgical intervention may be undertaken to revise the lead to address the issue. It is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10535308. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10535308. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10535308.